Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A pressure test was performed to the cuff as well as a un derwater test. An inflation tube leak was observed. Manufacturing controls are in place to detect cuffs with damage and inflation tube leaks to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and tr ends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report a cuff leak was observed on the tracheal tube. Customer indicated there was no patient involvement with this event.